Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet had been powered off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h device eval by manufacturer?, section h imdrf annex b, section h imdrf annex c.

Event description:
It was reported that when using the bd pyxis¿ medbank tower cabinet had been powered off. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system cabinet was powered off. A technical support specialist advised the customer to try the power button underneath the monitor and confirmed that the cabinet turned back on. The system functioned as intended after the technical support specialist assessed the device.